Event description:
It was reported that the end-user had a blister to the left upper knee and right lower knee when dressing was removed.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It was further reported that the patient was admitted to surgery on (B)(6) 2014, and seen in the clinic at (B)(6) on (B)(6) 2014. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.